Event description:
A pt reported that a spinal screw that had been implanted in him had broken. He stated this surgeon removed and replaced the screw. He now reports that he may have another broken screw. As surgical intervention was reported as a result of a broken screw an MDR is being file to document this event.

Manufacturer narrative:
Our depuy spine sale rep spoke to the implanting surgeon regarding this issue. The surgeon told him that he did not report this because he does not believe that this problem was in any way device related. He states that this pt's anatomy placed additional stress on the screws. Based on the info provided it appears that the pts anatomy placed undue stress on the construct that resulted in material fatigue.